Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter has black marks in the display. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient alleged that the issue began on (B)(6) 2010 at approximately 6pm. Immediately after the alleged issue occurred, the patient clarified he tested with his secondary meter (result unknown) and in response to the blood glucose result he obtained (with his secondary meter) the patient confirmed he administered his usual dose of 16 units of humalog. The patient confirmed he experienced symptoms of frequent urination and felt achy 24 hours later; however, the patient's reported symptoms were not a result of the alleged meter issue. At the onset of his symptoms, the patient clarified he obtained a blood glucose result in the "400's" with his secondary meter, the patient stated he administered self-treatment by injecting insulin based on the result, and the patient indicated he rechecked his blood glucose (with his secondary meter) every hour until his blood glucose result fell between his "normal blood glucose range of 80-120mg/dl". At the time of troubleshooting, the csr noted there was no misuse of the lfs product. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. Without any delay, the patient confirmed he immediately tested with his secondary meter after the alleged issue occurred and was able to obtain actionable results. There is no evidence that patient developed symptoms as a result of the alleged meter issue.

Manufacturer narrative:
The 510(k) # is k082590. (B)(6) 2010: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a damaged display. Cracked / broken lines and black marks found in on the lcd. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.